Manufacturer narrative:
The peritonitis occurred on an unspecified date "in about (B)(6) - (B)(6) 2020". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (dose, route, duration and frequency were not reported) and an additional unspecified antibiotic (dose, route, duration and frequency were not reported) for the peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment. No additional information is available as the reporter declined follow up.